Event description:
During unrelated servicing on the device, a philips field service engineer reported that the heartstart mrx had a damaged ECG port on the processor pca. There is no indication of patient involvement.